Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a prolonged post operative course after left ventricular assist device (lvad) implant with continuous renal replacement therapy (crrt) and tracheostomy for prolonged intubation. The patient had high creatinine level pre-lvad implant and was on extracorporeal membrane oxygenation (ECMO) at the time of the implant. They had a prolonged stay in the intensive care unit and had no dialysis or sequelae. The patient was discharged home in a stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient prolonged ICU stay was not due to complexities of their pre-ventricular assist device (vad) condition. It was unknown if the prolonged ICU stay was device or therapy related. It was also unknown if the lvad implantation cause or worsen the patient's renal disease. The patient was stable at home.